Event description:
It was reported the pt is experiencing a painful burning sensation at her scs ipg site with and without stimulation. A sjm rep recommended reprogramming. The pt is working with her physician to determine the next course of action if reprogramming does not resolve the issue.

Manufacturer narrative:
This ipg serial number was included in a field correction. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.